Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time.

Manufacturer narrative:
Depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, metallic taste in his mouth, difficulty ambulating, elevated metal ions, and osteolysis. It was noted during the revision surgery that the surgeon found "cloudy fluid, consistent with adverse local tissue reaction" and a pathology showed "portions of synovium with pigmented histiocytic infiltration consistent with metallosis."